Event description:
It was reported that there was t-wave oversensing (twos) after ventricular sense (vs) when the heart rate (hr) is elevated causing inappropriate shocks. The right ventricular (rv) defibrillator lead was explanted and replaced and the rv non-defibrillator lead was capped. It was also reported that the device had a programming limitation. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the d154awg defibrillator was returned, analyzed and no anomalies were found. (B)(4): the full 6947 lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.